Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure to change out the implantable cardioverter defibrillator (ICD) for normal battery depletion, the right ventricular (rv) lead was also surgically capped and replaced. Prior to the change out the shock impedances were measuring 48 ohms, and once hooked up to the new device they were measuring greater than 200 ohms. An x-ray was performed and revealed a fracture. No additional adverse patient effects were reported.